Event description:
It was reported that the patient presented for an implant procedure, and a routine post-procedure chest x-ray was performed the following day. Chest x-ray revealed that the right atrial (ra) lead had dislodged. Device interrogation showed that the ra lead was sensing in the right ventricle (rv). The ra lead was then explanted and replaced. No patient consequences were reported.